Event description:
It was reported to boston scientific corporation that an injection gold probe device was used during a procedure. According to the complainant, the injection gold probe was put down the scope, and was working fine. However, the needle would come out, but wouldn't go back in. The handle was not forced beyond the operating limit (green zone). The procedure was completed with a different device. Attempts to obtain additional information regarding the circumstances surrounding this event have been unsuccessful to date. Should additional relevant details become available, a supplemental report will be submitted.

Event description:
Additional information received: the procedure was able to be completed using the thermal cautery application of another injection gold probe device. The procedure took place in the upper gi tract. No patient complications were reported as a result of this event. At the conclusion of the procedure, the patient's condition was reported to be okay.

Manufacturer narrative:
Patient's exact age is not known. However, it was noted to be over 18 years. According to the complainant, the suspect device has been disposed of and is not available for return. A device evaluation cannot be performed. If any additional relevant information is received, a supplemental medwatch report will be filed. (B)(4).

Manufacturer narrative:
(B)(4).